Event description:
It was reported that the retraction button did not engage with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: the needle didn't retract even pressed the button. Hcp removed the needle manually from the patient. After removed from patient, hcp pressed the button several times then the needle retracted slowly.

Manufacturer narrative:
H.6. Investigation: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for non-retraction with the incident lot was not observed. Additionally, evaluation of the customer sample was performed and non-retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Medical device type: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the retraction button did not engage with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle didn't retract even pressed the button. Hcp removed the needle manually from the patient. After removed from patient, hcp pressed the button several times then the needle retracted slowly.